Event description:
It was reported there was a patient alert for impedance was out of range and the lead was replaced. During revision, the intraoperative measurement using the analyzer showed normal values. No patient complications have been reported as a result of this event.